Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Device received with corroded battery tube thread, completely broken reservoir tube lip and missing reservoir o-ring unable to verify failed battery test alarm and perform idle current measurement test, run current measurement test, self test, off no power test and displacement test due to blank display. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 207 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.